Event description:
Reporter alleged the softclix plus lancet system needle used for finger-stick blood glucose testing was protruding from the device when priming it for use. The location of the alleged incident was not provided. No actions were taken and no treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent. Softclix plus lancet system: catalog number 04628349001 and lot number bas046.

Manufacturer narrative:
The suspect product is the lancet device.